Event description:
Reporter alleged discrepant back to back blood glucose results of 229 mg/dl versus 102 mg/dl and lo versus 125 mg/dl when both comparisons were performed within less than 5 minutes of the results. As a result of the comparison, no actions were taken or treatment reportedly received as a result. A request was made for the return of the suspect device and replacement product was sent.